Event description:
After insertion of boston scientific meditech vaxcel vascular access system, the sheath did not tear away as it is supposed to. The catheter was inserted into the pt without any additional difficulty. No adverse outcome to the pt.